Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 38.8 cm. An external insulation abrasion, 19.8 to 20.8 cm from the connector pin, breaching the optim sheath consistent with friction to the device can. The silicone insulation was not breached in this region.

Event description:
This report is to advise of an event observed during analysis.